Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of reew1939 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that during infusion the patient suffered from burning and swelling they removed the device and found a tearing on the device .